Manufacturer narrative:
Device evaluation: the reported condition of "leaking infusor" was confirmed due to a ruptured reservoir. The sample evaluation revealed the reservoir had no any abnormality in term of scratch, voids, embedded particulate matter, or uneven mixed rubber. This issue is being investigated under CAPA (B)(4). (B)(4).

Event description:
It was reported to baxter (B)(4) that the doctor/customer observed a solution leak outside during the filling of one infusor seven day device. The customer would not describe the location of the leakage. There is no patient involvement. No additional information is available.